Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right wrist was revised due to a broken dorsal radius plate. No trauma or possible cause or contributor for plate breakage was reported to rep. The plate and 9 screws were revised to a competitor construct. Rep provided pre-revision x-rays and reported that additional x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that dorsal smartlock dr plate, standard, right was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by a possible patient incident or supported himself unilateral with his hand (when consulting the two returned x-rays). The device inspection revealed the following: the returned dorsal plate is indeed completely broken off as complaint. The investigation shows that very high forces led to a massive local strain hardening / embrittlement of the material, to formation of secondary cracks and finally by exceeding the materials strength to the breakage of the plate in low cycle fatigue mode. Close up¿s done by the microscope show the fractured surfaces the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. Furthermore the fractured surfaces show a strong embrittlement. The root cause of the failure could be a powerful dynamically overload of the fracture, e.g. Due to a possible patient incident or supported himself unilateral with his hand. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient's right wrist was revised due to a broken dorsal radius plate. No trauma or possible cause or contributor for plate breakage was reported to rep. The plate and 9 screws were revised to a competitor construct. Rep provided pre-revision x-rays and reported that additional x-rays, medical records, and further information are not available due to hospital policy.